Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available., h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Name of surgery? Spine procedure. What was the procedure date? Unknown. What date /day post op was the reaction noted? The alert date was (B)(6) 2024. Was any prescription strength medication prescribed? Please specify? Unknown. Was any surgical intervention performed? Unknown. Were any cultures taken? Results? Unknown. Please describe how was the adhesive was applied. Unknown but surgeon and pa are familiar with the IFU for application. What prep was used prior to, during or after adhesive use? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used? Unknown. How many prineo mesh were used over the incision? Unknown. Were they used side by side /double width or overlapped? Unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown but surgeon and pa said they do screen patients. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Surgeon and pa said they do screen. Patient demographics: initials / ID, gender, age or date of birth; bmi. Unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Product lot of product used? Unknown. Current patient status. Unknown. Name of surgeon? Dr. (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown spine procedure on an unknown date in 2024 and topical skin adhesive was used. Pa sent photo of patient with skin reaction to adhesive. Sent nurse to visit patient and subscribed medications but could not find out what type of meds were prescribed. Product was not available for return. Additional information has been requested.